Event description:
Caller reported issue with touchscreen responsiveness as the pump screen was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.